Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe slip tip with bd precisionglide¿ needle was missing the shield component prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. From the photo, observed that the assembled needle without needle shield was disconnected from the syringe and shown to be outside the unit packaging. Unable to perform further investigation as no actual sample was returned. If sample is received in the future the complaint will be re-opened and re-investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident.